Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082759) on 30-jan-2019.this spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("dr found that essure has migrated to uterine wall") and back pain ("back pains") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included boswellia serrata gum;curcuma longa rhizome;piper nigrum;withania somnifera root;zingiber officinale rhizome (turmeric 15800 complex), calcium, fish oil, losartan and multivitamins, plain. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), back pain (seriousness criterion disability), pelvic pain ("pelvis pain"), pain in extremity ("hands pain"), amnesia ("memory loss"), alopecia ("hair loss") and rash ("rashes"). The patient was treated with surgery (full hysterotomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, back pain, pelvic pain, pain in extremity, amnesia, alopecia and rash outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, back pain, device expulsion, pain in extremity, pelvic pain and rash with essure (ess205). The reporter commented: an injury (disability/ disability/ hospitalization, intervention required) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of perforation ('perforation'), device expulsion ('dr found that essure has migrated to uterine wall') and back pain ('back pains') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included boswellia serrata gum;curcuma longa rhizome;piper nigrum;withania somnifera root;zingiber officinale rhizome (turmeric 15800 complex), calcium, fish oil, losartan and multivitamins, plain. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria hospitalization, medically significant and intervention required), back pain (seriousness criterion disability), pelvic pain ("pelvis pain"), pain in extremity ("hands pain"), amnesia ("memory loss"), alopecia ("hair loss") and rash ("rashes"). The patient was treated with surgery (full hysteroctomy and oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the perforation, device expulsion, back pain, pelvic pain, pain in extremity, amnesia, alopecia and rash outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, back pain, device expulsion, pain in extremity, pelvic pain and rash with essure (ess205). The reporter considered perforation to be related to essure (ess205). The reporter commented: an injury (disability/ disability/ hospitalization, intervention required) was mentioned but not specified and /or assigned to one of the events date of insertion: 2008 (as per pif, discrepancy noted) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new event perforation was added and discrepant information regarding insertion date added. Oophorectomy surgery was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("dr found that essure has migrated to uterine wall") and back pain ("back pains") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included boswellia serrata gum; curcuma longa rhizome; piper nigrum; withania somnifera root; zingiber officinale rhizome (turmeric 15800 complex), calcium, fish oil, losartan and multivitamins, plain. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), back pain (seriousness criterion disability), pelvic pain ("pelvis pain"), pain in extremity ("hands pain"), amnesia ("memory loss"), alopecia ("hair loss") and rash ("rashes"). The patient was treated with surgery (full hysteroctomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, back pain, pelvic pain, pain in extremity, amnesia, alopecia and rash outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, back pain, device expulsion, pain in extremity, pelvic pain and rash with essure (ess205). The reporter commented: an injury (disability/ disability/ hospitalization, intervention required) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.